Manufacturer narrative:
Additional information has been provided in b5 and h6. Health effect - impact code has been updated to f2601.

Event description:
Additional information was received indicating: the malfunction was detected when they turned on the equipment. The equipment was not connected to any patient; the fault was detected beforehand.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use, the automated impella controller (aic) displayed a ¿system self check failed¿ error message. No additional device performance details were provided at the time of the report. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name removed.